Event description:
While demonstrating the device the rep pressed I/e hold button and the unit stayed powered on. They noticed all three wave forms flat on ltm display. They said when the button was pressed the alarms are silence for 6 seconds. In this case the unit didn't switch over and stayed in this position. The device did not deliver ventilation and did not alarm in this condition.